Event description:
The customer reported that the that the c6380 spectrum ii suture hook, disposable, 45° right device was being used on (B)(6) 2025 during an instability repair procedure when it was reported "tip broke off on first pass attempt through labrum with mild pressure." Further assessment questioning found that the device did fragment into the surgical site and was removed with the use of an arthroscopic grasper. Procedure went well with a second device. There was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: the lot number was updated from 1420706 to 1420716. The evaluation of returned used device c6380 performed per print found suture hook 45 deg broken off at the tip. Broken piece was returned for the evaluation. The root cause cannot be determined, however, based upon evaluation, and the risk document, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the that the c6380 spectrum ii suture hook, disposable, 45° right device was being used on (B)(6) 2025 during an instability repair procedure when it was reported ¿tip broke off on first pass attempt through labrum with mild pressure.¿. Further assessment questioning found that the device did fragment into the surgical site and was removed with the use of an arthroscopic grasper. Procedure went well with a second device. There was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.